Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed, no difficulty was detected during the priming, no air was detected on the line and no alarms activated when the pump set to run in none of the samples; thus the failure mode reported is not confirmed. No-fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during use of a smiths medical cadd administration set, frequent air-in-line alarm was exhibited. No adverse effects were reported.